Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-01451, 3005168196-2020-01452, 3005168196-2020-01453, 3005168196-2020-01455, 3005168196-2020-01456, 3005168196-2020-01457.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, a smart coil would not advance in the introducer sheath and was stuck at the initial position. The smart coil was removed. The physician continued with the procedure using another smart coil. However, the same issue occurred, and the second smart coil was removed. Subsequently, the physician advanced four smart coils individually to the target vessel. The handle took two to three attempts to detach the first, second, and third smart coils, and the handle was unable to detach the fourth smart coil. Therefore, the physician used a hemostat to manually detach the fourth smart coil. The procedure was completed using additional smart coils and another handle. There was no report of an adverse effect to the patient.